Event description:
It was reported by the patient that the reason for the generator replacement was due to muscle twitching that occurred with stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received for analysis on 04/08/2016. Analysis of the generator was completed on 04/14/2016. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: this information was inadvertently left off of MFR. Report #02.

Event description:
It was reported that during explant the surgeon was had difficulty removing the lead and it may have been wrapped around the muscle however this was never confirmed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that during prophylactic generator replacement the surgeon was unable to implant a new generator due to a break in the lead. The surgeon cut the lead and explanted the generator. Further follow-up revealed that the surgeon indicated that the lead insulation was gone over a broad area of the lead. No patient manipulation or trauma is suspected to have caused or contributed to the lead break. The surgeon indicated that the lead appeared intact when pre-operative diagnostics were performed. It was reported that the explanted generator and lead were discarded by the explanting facility; therefore, no product analysis can be performed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
Information was later received that revision surgery occurred and the lead was actually still implanted. The suspect lead was cut by the surgeon and removed. The explanted lead has not been received by the manufacturer to-date.